Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: following the surgery, patient has suffered from severe pain and discomfort, and walking difficulties. Doi: (B)(6) 2009 - dor: none reported (right side). Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. Ppf has no new allegations. The plaintiff is deceased. Added dob, lawyer and liner on ip. Corrected doi. Updated unknown implant to head. Doi: (B)(6) 2009 - dor: none reported (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.